Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention occurred on (B)(6) 2021 in which the ipg was relocated from the left side of the body to the right side, resolving the issue.

Manufacturer narrative:
Date of event is estimated.